Event description:
A peritoneal dialysis (pd) patient's caregiver reported that fluid was found in the cycler before starting treatment. The patient let the cycler dry and then set up and started treatment and a balloon valve leak was indicated. The patient then decided to call technical services who assigned a new cycler to the patient. In a follow up, the patient's pd nurse verified the fluid leak encounter and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to get a new cycler quickly and has been doing treatments with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that fluid was found in the cycler before starting treatment. The patient let the cycler dry and then set up and started treatment and a balloon valve leak was indicated. The patient then decided to call technical services who assigned a new cycler to the patient. In a follow up, the patient's pd nurse verified the fluid leak encounter and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to get a new cycler quickly and has been doing treatments with no further issues. The cycler set is not available to return.